Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. H3: analysis of the returned recharger (s/n: (B)(6)) was not completed as the rtm was part of the exchange program so the device was scrapped on return. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient mentioned they got system problem: cannot continue: call medtronic: rm04 when recharging their implanted neurostimulator since a few months ago. Patient said they also got a message that their battery was too low, but the patient said the controller battery was not low at all. Patient also said they would charge their implanted neurostimulator once a day and sometimes the implanted neurostimulator would be off because the implanted device battery was so low when they awoke in the morning. During the call, the patient inspected the recharger cord, plug, and the controller port, but no damage was detected. Patient attempted to start a charge session of their implanted device, but got poor recharge quality. Patient then got recharging interrupted and cable disconnected even though the recharger was plugged into the controller. An email was sent to the repair department to send an recharger exchange unit. Additional information received from the patient. Pt called back because they continued to receive the error messages mentioned in this case after receiving the exchange recharger from this case. Agent discovered the pt was using their old recharger from this case based on the serial number, instead of the exchange recharger. Agent had the pt clean the recharger plug pins from the exchange recharger and initiated a charge session with excellent quality. Agent reviewed the external equipment was functioning as intended and informed the pt to separate the old recharger. Pt called back in reporting that were having a difficult time recharging the ins again. They would get no device found frequently. They would also get system problem rm04. They would see poor recharge quality. They had received software problem message. They would get the batteries empty message even when their controller was charged up. They would attempt to go through passive recharge mode. They would see the number 100, but it could not advance past because they would get on of the previously mentioned screens to display before it could finish recharging. An email was sent to repair to replace the controller. Additional information received from the patient. Pt said they got the replacement controller, but the screen kept saying can't find device. Pt tried to charge during the call and saw the set up screen, then no device found. Pt attempted to enter passive recharge mode, but the middle number was very low (0 and 20s) even as they moved the paddle around. Pt then said when they took the rtm off, they noticed the cord going into the paddle was very hot. Pt confirmed via serial number they were using the exchange rtm. Agent asked, pt said they got the original rtm back, but had been using the exchange rtm. Agent had pt use original rtm during the call and pt was able to finish controller set up and start charging on excellent (controller 100%, implant red). Agent reviewed to send back exchange rtm with the old controller.